Event description:
It was reported that during use of bd max¿ vaginal panel, a false negative trichomonas vaginalis (tv) patient result was obtained. Sample test was repeated on bd max¿ ctgctv2, and the result was tv positive. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.